Event description:
A patient reported experiencing inaccurate erratic results with a otp profile meter. The patient's blood glucose results were 420mg/dl, 120mg/dl. Tests were done within 10 minutes with a difference of 99%. Patient did not experience any adverse events. No further information has been reported.